Event description:
It was reported that post implant a (B)(4) band, the patient developed an allergic response to on lattex showing asthmatic reactions close to anaphylactic shock. In 2011 patient underwent allergological tests, from where an allergy on nickel was found. The patient kept having allergic effects and went to another hospital where the port was removed. After few months, on (B)(6) 2011, patient came back to the hospital still complaining allergical issues. Additional information has been requested to determine if the allergic response was related to the device, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.